Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The physician is reported not to be trained in the use of the proglide device. It should be noted that the perclose proglide instructions for use, states: this device should only be used by physicians who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device via a 6fr sheath, after a coronary angioplasty interventional procedure. Reportedly, when the plunger was retracted, no sutures were attached. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported not to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.